Event description:
It was reported that the right atrial lead exhibited inappropriate mode switching due to noise which could be reproduced with pocket manipulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.